Event description:
Device malfunction: none. Symptoms/ae: neurological event. Time of ae: after the procedure. It was reported that post a right internal carotid artery stenting procedure, the patient experienced some heaviness in the left arm, headache and slowed comprehension. A CT scan showed chronic white matter ischemic changes with cerebral atrophy. No acute intracranial process was identified. A heparin drip was started. Three days postprocedure, the patient was discharged to home with status unchanged. Approximately one month postprocedure, the patient returned for a follow-up visit. The event was noted to be resolved. There was no additional information provided.

Manufacturer narrative:
Study event. The stent remains in the patient. The lot number was provided. Neurological events and headaches are known possible adverse events associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformance which could have contributed to this event.